Event description:
It was reported that the ilet bionic pancreas experienced rapid battery depletion from full charge to low levels by end of day with regular use, along with intermittent screen flickering; the issue was characterized as premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.